Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that pump was alarming frequent gas loss alarms. The clinician had checked for blood, kinks, leaks, connections & intra-aortic balloon (iab) position; console was exchanged as well. The registered nurse faxed strips to clinical support specialist showing electrocardiogram (ECG), arterial pressure (ap) & balloon pressure waveform (bpw). Bpw was narrow, pt was in atrial fibrillation (afib). Volume was decreased from 40 to 35 and then to 30 without much improvement in bpw. Timing was adjusted, and they tried peak trigger in operator mode with no success. They then tried using ap autopilot mode with the afib trigger, and forced it into peak without success. They tried using ap trigger when the cardiac assist specialist first called the registered nurse. It was decided that the iab should be removed.